Event description:
Reporter alleged obtaining a discrepant blood glucose result of 143 mg/dl back to back with a result of 43 mg/dl on the customer using the aviva system when testing was performed within 10 minutes. Reporter indicated that she gave the customer 5 ounces of polycose and prosobee which he consumed on his own. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.